Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5092448, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing numbness and pain down her left leg. CT scan showed it was just irritation of the nerves from placing the leads. The patient was placed on a rehab facility and was given all programs. It was also reported that all test performed were negative.